Event description:
It was reported the patient's (australia) trial leads would not stay connected to the trial cables. Even in the locked position, the leads could easily be pulled from the trail cables. The inability to secure the lead cable connection has made it difficult to assess the effectiveness of the trail.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.